Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Investigation confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a open fuse on a power supply within the device. The fuse was replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.

Event description:
The customer stated that the screen went white twice while on patients. The screen went white, flickered & then unit shut down. Same problem occurred with two different batteries and also while on aux power. No harm to any patients.

Event description:
The customer stated that the screen went white twice while on patients. The screen went white, flickered & then unit shut down. Same problem occurred with two different batteries and also while on aux power. No harm to any patients.